Event description:
It was reported to gore that a pt alleges to have experienced pain, dyspareunia, infection, recurrent prolapse, mesh erosion, mesh extrusion and urinary incontinence after allegedly having been implanted with a "gore-tex implant." It was also reported that the pt underwent at least one add'l surgical procedure to remove the device. Add'l event specific info has not been provided.